Manufacturer narrative:
The medical review of the provided images by a clinical consultant concluded that "cup malposition in absent anteversion plus heterotopic ossification have together caused overload in the arthroplasty bearing section with fatigue build-up ending in a fatigue fracture in the stem neck exactly at the area of overload." Device remained implanted.

Event description:
It was reported that a broken accolade tmzf stem was revised.